Manufacturer narrative:
Additional information: the lens was not returned for evaluation. A sample from the same lot# 7456329 was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
Additional information: it was reported that the superior anterior capsule tore while placing superior haptic in the bag. The lens vaulted. The lens was explanted and replaced with a different model lens. Reportedly, the patient''s prognosis was good after clearing of post-op corneal edema.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted. The reason for the explant was not provided. Additional information has been requested but no new information has been provided.